Manufacturer narrative:
(B)(4). Date sent 4/9/2025. Video/photo analysis: this is an analysis of one video and a set of photos submitted for evaluation. During the visual analysis, the following was observed: the video show the anvil half from top view support by the user. Five photos show tissue with a staple line and one b-formes staple can be seen on the tissue and some knob of suture. However, staple legs appears to be protruding of tissue on the knob suture areas. Two photos shows the anvil half area and yellow base of anvil area appears to be cracked. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025 corrected data: d9 corrected data d4: UDI# d4 batch # 223d80 investigation summary the product was returned. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc100 device was received with no apparent damage. Two fully fired glcr100b reloads were also returned. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended on a test skin. In addition, the second test firing was performed using ex-vivo porcine colon tissue, referred to as tissue, to simulate clinical usage. The device was reloaded with a new 100mm blue cartridge (glcr100b) and set up to fire into indicated thickness tissue. The staple lines and cut lines were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed or unformed staples were observed and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters ¿ glc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon cincinnati¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 223d80, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/2/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received. Any additional information obtained from the photo; evaluation will be included as part of the product investigation. Additional information received: procedure was on (B)(6) 2025, this was for an ileostomy reversal and there were not formed staples. Normal bowel no extra thick bowel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ileostomy closure, the rep was in the case and on the fourth and final stapling, the staple line had staples that did not form and looked like goal posts. The staple line was over sewn to continue with the procedure. There were no adverse consequences for the patient.